Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) - the dentist reported that 25 days after the dental implant was installed in intraoral region #9, its non-osseointegration was observed. A 40 ncm of primary stability was achieved and the implant was installed with immediately load.